Event description:
It was reported to boston scientific in 10/2006 an occurence of a product problem. The patient later expired. It was reported that the "patient was treated in cath lab for a pseudoaneurysm of the left circumflex artery with irb (institutional review board) approved off label use of hde (humanitarian device exemption) device. During the procedure, the device in question (coil) became trapped in coil unraveling, premature detachment, and proximal compromise of the left main. A stent was placed in the left main to restore flow. The circumflex artery became occluded. Pt's blood pressure dropped, an intra-aortic balloon pump was inserted. Pt went into ventricular tachycardia, was shocked and intubated. CPR (cardiopulmonary resuscitation) was started and patient was taken to surgery emergently at 1800. The patient underwent coronary artery bypass grafting x 3. The patient was transfused with 4u prbcs (packed red blood cells) and multiple units of platelets and ffp (fresh frozen plasma) for bleeding. The patient was unable to come off bypass, had uncontrollable bleeding, and was pronounced dead at 11:27 pm. Cause of death was listed as cardiogenic shock.

Manufacturer narrative:
The device in question will not be returned to the manufacturer because it remains implanted. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience and adverse event. If further significant information is found, a supplemental report will follow.